Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the ER for a high blood glucose in the 300 mg/dl range. The customer felt wobbly. He mentioned a previous hospitalization for a low blood glucose of 40 mg/dl. Troubleshooting had already occurred for the low blood glucose events. The customer was soon released from the ER; his blood glucose was 334 mg/dl at the time of release and the customer was unsure why he was released. After the customer left the hospital for the 300 mg/dl blood glucose event, he called back. The customer felt nauseous and his blood glucose was above 600 mg/dl. The customer was not wearing the insulin pump as the customer was advised that his insulin pump was not working; the customer was told this due to the low blood glucose hospitalization. The customer was unable to get to their manual insulin injection at the time. No products were returned or replaced.